Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the shunt sensor would not calibrate. Calibration was attempted three times, but event info was only provided for one occurrence. The product was changed out. The surgery was completed successfully. There was no pt involvement.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).